Event description:
It was reported to philips that the device experienced display deterioration. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced display deterioration. There was reportedly no patient involvement. Per the case notes, a service quote was created and released pending approval. It was confirmed that the quote expired and no work was performed by philips. Philips is unable to rule out that a malfunction did not occur. As the customer declined the service quote estimate, the equipment was not repaired and issue could not be replicated during evaluation, so a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.